Event description:
The healthcare professional reported that during the procedure, the hub of the complaint coil, an orbit galaxy complex fill 5mm x 15cm coil (640cf0515 / 30512981) has been damaged and as a result, it affected detachment. The coil detachment was not successfully due to the damage to the hub. The physician decided to retract the coil and used ¿the same-like product.¿ the procedure was successfully completed. There was no report of any negative patient impact or adverse event.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. Initial reporter name and address: the name, phone and email address of the initial reporter are not available / reported. Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30512981) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure, the hub of the complaint coil, an orbit galaxy complex fill 5mm x 15cm coil (640cf0515 / 30512981) has been damaged and as a result, it affected detachment. The coil detachment was not successfully due to the damage to the hub. The physician decided to retract the coil and used ¿the same-like product.¿ the procedure was successfully completed. There was no report of any negative patient impact or adverse event. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this complaint file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 5mm x 15cm orbit galaxy complex fill was returned contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. The hub was visually inspected and no appearance of damage was observed. The complaint device was inspected under the microscope. Under magnification, the embolic coil component was observed in good condition (i.e., no elongations, kinks, or non-concentric loops were noted) inside of the introducer. Also, the hub was inspected, and no damages or abnormalities were found on it. A lab sample prowler select plus was flushed using a lab sample syringe. After flushing, the 5mm x 15cm orbit galaxy complex fill was introduced and it advanced until it came out from the distal tip. Then, the orbit galaxy was purged in the blue zone; after that, the pressure gauge was increased until it reached the green zone, and after approximately 3 seconds, the coil was successfully detached from the unit. No water leakage was noted, or any other difficulties were experienced during the functional test. Since no damages were found in the hub during the visual and the microscopic inspection, and no difficulties were experienced during the functional test, and the coil successfully detachment, both customer allegations could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A review of manufacturing documentation associated with this lot (30512981) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: tensile or compressive stresses can result in forward movement of the infusion catheter, delivery tube movement, and movement of some portion of the coil which can lead to improper coil detachment. Prepare the syringe with sterile saline solution as instructed in the syringe instructions for use. If the syringe was previously used to detach a coil, confirm the maximum number of coil detachments or attempts is not exceeded. Do not exceed position 3, green zone, as this could cause the syringe to lose calibration. If position 3, green zone, has been exceeded, do not reuse the syringe for additional coil detachments. Maintain the pressure in position 3, green zone for approximately 3 seconds. Rapidly decreasing pressure indicates that the coil has been detached; however, detachment must be confirmed under fluoroscopy. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab 21-sep-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.